Event description:
It was reported the lightsource experienced a b30 error issue during a set up procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the product was not returned. The absence of the device for physical examination has limited the investigation into the reported issue. The complaint investigation process has confirmed that the failure has been previously investigated through the product technical investigation (pti) process. Historical data analysis concluded that the failure mode was within expected parameters. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified.further, there was no evidence in historical complaints review that instructions for use were inadequate or contributed to the occurrence of the failure. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.